Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient experienced burning sensation at the electrode site with stimulation on and while standing. The reported symptom disappears once the stimulation is turned off. Impedance check and x-rays showed no anomaly. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Follow up information received identified the patient's scs lead was successfully replaced, the burning along the electrode no longer exists.